Event description:
During an endoscopy procedure, the physician placed a cook endoscopy z-stent dua anti-reflux valve esophageal stent. The wire guide was positioned and the introduction system was advanced over the wire guide. The stent deployed as intended. The loading suture of the introduction system was not cut. This caused the stent to be fully removed when the introduction system was removed from the pt. No portion of the stent remained in the pt. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report as it was described. The stent and loading suture were not included in the return; therefore, we were unable to perform a functional eval. The introduction system is intact and free from kinks or bends. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusion: info provided with this report indicates the loading suture was not cut prior to removing the introduction system. This is the cause for the reported observation. The instructions for use direct the user to cut the loading suture attached to the thumb-ring and remove the thumb-ring, leaving the suture in place through the stent. The user is then instructed to remove the introduction system leaving the loading suture in place through the stent. Failure to cut the thumb-ring from the loading suture prior to removing the introduction system will result in removal of the stent with the introduction system because the loading suture connects the stent to the introduction system. Prior to distribution, all z-stent dua anti-reflux valve esophageal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no further action is warranted. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Quality assurance will continue to monitor for complaint trends.